Manufacturer narrative:
(B)(4) evaluation statement: the reported event of an issue with kvo rate programming could not be confirmed. No product or event logs have been returned for this investigation. File was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
It was reported that an infusion of heparin was infusing at a rate of 21.5 with approximately 1/5 of the fluid remaining in the bag. The nurse left the room to return 2 minutes later to find that the device had a low audible beep alerting the end user that the heparin infusion had finished and the device had switched to the kvo function and was infusing at a rate of 20. The nurse would like to know if the heparin infusion was infusing at a lower rate of 15 or 17, would the kvo rate adjust to the lower rate of initiate at the higher rate of 20. The nurse further asked if it would be better to have the device programmed to shut off after the heparin infusion was completed instead of transitioning to the kvo rate.